Manufacturer narrative:
Internal complaint reference case- (B)(4).

Event description:
It was reported that during a meniscal repair, when the grey trigger of a fast fix was pressed there was a mechanism problem, and the t2 did not deployed. It is unknown if there was a back-up device available or if there was a delay. No further complications reported.

Manufacturer narrative:
Correction in h6, health effect - impact code.

Manufacturer narrative:
H3, h6: the reported device was received for evaluation. There was a relationship found between the device and the reported event. A visual evaluation of the device showed it was returned in the original box with the batch number of the complaint on the label. The t1/t2/suture were not returned. The actuator is in the pre-t2 position. The needle/overmold assembly is bent. There is bio debris in the needle. A functional evaluation of the device showed the device cycled as intended. The complaint was confirmed and the root cause was associated with unintended use of the device. Factors that may have contributed to the reported event include inadvertently bending of the needle/overmold assembly or failure to fully actuate the device during implantation. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. No containment or corrective actions are recommended at this time.